Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an unresponsive act button. The blood glucose reading was 160 mg/dl. The customer stated that the device had gotten wet in the past but nothing occurred recently. He noted that he had taken the device off while in a dunk tank, and when he put the device back in his pocket later, he found that it had gotten wet from the pocket. He also reported that the battery compartment opening campe apart from removing the battery cap. He had reported that the insulin pump alarmed button errors over the last year. No significant events leading to the physical damage were noted. Advised replacement of the insulin pump. Nothing further reported.